Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and to provide the completed investigation results. One 6f angio-seal vip was returned for evaluation. The carrier tube assembly was returned in an open but unused in the aluminum pouch. The hemostasis sheath was returned separate from the arteriotomy locator. The locator was returned in two pieces. Microscopic visual inspection revealed that the locator had fractured at the blood inlet holes. The locator outer diameter was to be 0.0907". The measurements were found to be within manufacturer specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that extreme angulation of the locator during insertion into the sheath may have led to the reported issue. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on december 10, 2018. The type of procedure being performed was a femoral artery puncture. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. The dilator section of the angio-seal broke. The broken sections of the angio-seal were not left in the patient. A new angio-seal device was not used to achieve hemostasis. Additional information was received on december 12, 2018. Oppression hemostasis was used to achieve hemostasis.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the angio-seal device insertion process, resistance was encountered. After skin cutting, the sheath tube was pushed back, and then broken into two sections. The device was removed from the human body without causing human damage. The estimated blood loss was less than 250cc. The patient's condition was reported to be stable. The operation was finished successfully after using an angio-seal device.